Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2012, the patient contacted animas alleging the pump was powering off intermittently. The patient reported the intermittent power loss had been occurring for past 6 months. At the time of troubleshooting, the patient reported that with last two battery changes, there was acid in the pump's battery compartment. The patient stated that her spouse cleaned out the battery compartment with a dry q-tip. The patient denied any visible damage to the pump's casing or battery cap.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.the pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history indicated rebooting. The battery compartment was found to be cracked and leaking, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Unrelated to the complaint, the force sensor was found to be out of calibration and the force sensor shim was found to be contaminated.